Event description:
(B)(6). According to the information received, an individual was performing peristeen irrigation on themselves and perforated their bowel, which resulted in the client needed to have an ileostomy. No additional information was available at this time.

Manufacturer narrative:
In this case the end-user had performed anal irrigation with peristeen and experienced bowel perforation which required an ileostomy. No additional information was available at this time. If additional information becomes available, a follow up report will be filed.